Event description:
The reporter did meter to lab comparison tests, side by side, within ten minutes. It was reported that both tests were done with a venous sample. The results were 332 mg/dl on his meter, and the lab test result was 265 mg/dl. Reporter did not have any symptoms. A control test was in range, 131 (98-147). No harm was alleged.